Manufacturer narrative:
While a video was received from the customer and a leak could be observed, the exact location of the leak could not be determined. Therefore, the complaint of leaking from the vial adaptor could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mv0520 because a valid lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that smartsite vialshield 20mm closed vad leaked. The following information was provided by the initial reporter: material no: mv0520 batch no: unknown. It was reported, that the vial adaptor leaks at an undetermined location.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that smartsite vialshield 20mm closed vad leaked. The following information was provided by the initial reporter: material no.: mv0520 batch no.: unknown. It was reported, that the vial adaptor leaks at an undetermined location.